Manufacturer narrative:
(B)(4). Batch # t5ak33. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the hernia surgery, the pressure plate of the echelon power has risen in the instrument. Knife reset did not work. Override lever triggered. The surgery could be finished with another instrument. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # t5ak33. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
On hold for paula 02/21/2023